Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewl0898 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rewl0898) have been reported from one (B)(4) facility.

Event description:
It was reported that the doctor inserted catheter through the left jugular vein for the patient in (B)(6) 2013, and the insertion was smooth. On (B)(6) 2014, the patient went back to the hospital and reported that the caff was detached and the catheter was exposed. Then the catheter was removed and a new one was inserted for the patient.